Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display, and touch is not working properly. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate reported problem. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number - (B)(6).